Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was returned to the biomedical dept with an unsigned note that stated, "did not alarm air in line." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delay of critical therapies when the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The pump was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.